Event description:
The customer reported that three different patient samples yielded correct negative reactions with anti-e (clone 906) but false positive reactions with anti-e (clone ms260/ms12) on erytype s rh-pheno double when testing on tango infinity. The customer returned one patient sample that had caused discrepant results, but the supposedly defective product was not sent for investigational testing. Therefore our quality control laboratory tested the patient sample and additional donor samples with the retained erytype s pheno-double sample. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s rh-pheno double functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Regarding the affected tango infinity, the complaint images show that only anti-e2 reacts unexpectedly positive when anti-e1 always reacts correctly negative. Since these two reactions are contradictory, the instrument does not assign a conclusive result regarding the rh phenotype. The affected tango infinity was inspected and the spolv pipettor replaced. A qc run according to labs requirements performed with no issues. Taken together we believe sporadic and individual performance issues related to the spolv pipettor to be causative for the reported problem.

Manufacturer narrative:
This is our combined initial and final report on this incident.